Event description:
Related manufacturer reference number: 3006705815-2022-18341. It was reported that the surgeon was unable to implant the leads at the desired location that would be effective for the patient¿s pain pattern due to scar tissue. As such, the surgeon decided to leave the leads and see if adequate coverage could be established. Programming was unable to achieve effective therapy. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place wherein the leads were explanted and replaced with a new lead to address the issue.

Manufacturer narrative:
It was reported to abbott during a revision to replace a competitors lead with abbott leads. The leads could not be placed in the desired location due to scar tissue. The lead was left in place. The rep could not get effective coverage post op. The patient underwent another revision where the percutaneous leads were replaced with a paddle lead. There were no complications, and the patient did well. The event information pertaining to this incident has been reviewed and no product investigation will be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.